Event description:
The customer contacted baxter's technical service center to report feeling full on the homechoice (hc) machine during fill 1 of 4. The fill volume equaled 809ml. The hp asked for assistance in draining and stated that her belly was full and in pain. The baxter technical service representative (tsr) assisted the hp in getting to manual drain. The hp stated that the hc had been alarming all night and the last drain volume reported from the hp was 4866ml. The fill volume was 4338ml. The tsr reviewed the therapy and the initial drain volume equaled 64ml. The tsr assisted the hp in ending therapy and then she received a high drain alarm. The tsr advised the hp to contact the peritoneal dialysis nurse. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was to be false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, document number (B)(4) - (B)(6) 2010. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume". And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume.